Manufacturer narrative:
Investigation summary: 1 photo was returned for investigation. No sample is returned. Investigation conclusion: unable to confirm the customer experience based on photo returned. Root cause description: as no sample was returned, a review of 12 months qn on reported nonconformance was performed. No related qn was raised. Therefore, the root cause cannot be determined. Rationale: complaint will be reopened when sample is returned.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter: unfortunately, continuous and repeated complaints about leaking venflon pro. It is leaky in the white hood and it helps only margito tighten it "with force".